Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "320 mg/dl" with the subject meter and "170 mg/dl" with another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/12/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.